Manufacturer narrative:
Section d4: correction. The expiration date provided in the previous report was incorrect. Expiration date is not applicable for this device. Manufacturer's investigation conclusion: the reported events of the mpu¿s battery door and patient cable being damaged were confirmed, as the returned mpu serial number (B)(6), was observed to have a crack in its battery door upon arrival. The mpu¿s patient cable was also observed to be discolored upon arrival, and its rubber around the black and white lemo connectors was observed to be slightly loose. The mpu was received at the european distribution center where it was functionally tested and was found to perform as intended despite the observed damages. The mpu¿s battery door and patient cable were replaced with new components. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on (B)(6) 2016. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were cracks in the battery latch of the mobile power unit. The patient cable was also discolored and loose at the rubber end around the black and white connector.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.